Event description:
Procedure type: gastric bypass. According to the reporter: incident occurred during the process of forming the gastric pouch for the gastric bypass. The stapler fired successfully twice. On the third firing, the firing mechanism felt different to the surgeon. On completion of firing, the staples were unformed and loose. There was a seromuscular tear on both sides. The tears were hand sutured. There was no blood loss. The procedure was prolonged by more than 30 minutes. There was no adverse event as a result of the delay in surgery. The patient is currently doing well.

Manufacturer narrative:
(B)(4).